Event description:
The customer reported that at power up, the system only showed five arrows and would not boot up all the way. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system interface board, the back plane, the generator interface board, and the high voltage cable. The system operates as intended.